Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the universal surgeon manipulator (usm) to perform failure analysis (fa). Fa was not able to confirm the reported complaint. System logs did not log any errors. The usm was tested on an in-house system in normal mode where it passed. The usm was tested on a psc fixture test platform (pftp) where it passed. Inspection on insertion clutch assembly was performed where signs of fluid intrusion were discovered.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was not able to reproduce the issue but replaced the universal surgical manipulator (usm) to correct reported problem. System tested and verified as ready for use. Isi has received the usm, but failure analysis has not yet been completed. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clutch button of the universal surgical manipulator (usm) 2 was not responding. The intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the system logs but found no related errors. The customer stated that they used the instrument release key (irk). The surgeon continued to work with usm 1, 3, and 4. The procedure was completed with no reported injury.